Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately thirteen (13) days after initial implant, this right atrial (ra) lead exhibited high pacing thresholds and loss of capture with no asystole observed. As a result, the lead was repositioned. The lead remains in-service. No additional adverse patient effects were reported.